Event description:
It was reported that a flogard infusion pump presented a failure. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of failure was identified as an f-66 alarm. The cause of the reported condition was a blown fuse which also prevented the battery from charging. To resolve the issue the fuse and the battery were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.